Event description:
Scar-management dressings such as cica-care, rematix, rejuveness, syprex, xeragel ointment, ensil, etc. Should be required to label the silicone content. Silicone nose pieces on eyeglasses should never be used without first asking pts if they are allergic to silicone. Deep lesions were carved in pt's nose until pt went to the optometrist for help who instantly said, "you have silicone allergy," and replaced the nose pieces with vinyl. Because the silicone content was unlabelled on cica-care, pt attempted to use this for a burn, which superimposed severe contact dermatitis by the 3rd day of use on the burned skin. Companies should be required to label all products with silicone that come in contact with human skin. Products with latex label the latex content, but those with silicone usually no not label the silicone content. Silicone allergies cannot possibly be extremely rare, since an optometrist technician instantly diagnosed my problem, as if he had regularly experienced such complaints. The above date is the latest adverse effect pt suffered from silicone with cica-care for a burn.